Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump shut off unexpectedly causing the customer's pump settings to become inaccurate. Reportedly, the customer adjusted the pump settings to address the issue. There was no adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.